Manufacturer narrative:
Date of this report, corrected data: the initial MDR was submitted on 11/15/2019 not 11/14/2019 as reported.

Event description:
It was reported that the patient was admitted to the hospital for pain in her ear. The physician turned off her device and after two days the pain subsided. No further relevant information has been received to date.